Event description:
A patient reported that after an intraocular lens (iol) implanted surgery, when he looked at a light source he saw glows or glares in form of the horizontal rays of light and beams. He also saw red nebula in the form of scattered dots. He contacted a physician after experiencing these symptoms and a phacocoagulation was performed. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints for this lot. Investigation has been completed based on current information. (B)(4).